Event description:
The purple button on the side of the ligasure handpiece fell off of the device while in use. The surgeon was able to replace the button and complete the surgical intervention. Diagnosis or reason for use: gyn surgery.